Event description:
It was reported that the user, who participated in the ilet experience study experienced hyperglycemia at 350 mg/dl while using the ilet pump and observed insulin leakage inside the pump cartridge area, with the user also performing a fill tubing while connected. The event was associated with a cartridge component and classified as a cartridge leaking issue with user error documented. Symptoms included muscle stiffness, thirst, dizziness, and lightheadedness, before improving after a full supply change. Outcomes included patient-impact details that were not fully characterized. Investigation of this case revealed no definitive findings, with insufficient device-specific information available to confirm a device malfunction beyond the reported internal leak and no confirmed component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.